Event description:
Consumer called to report high readings that resulted in her hospitalization. Was having low sugar reaction and her meter was reading 95. Consumer drank oj and doesn't remember anything after that. Paramedics were called and they got readings of 42, 53, 64.